Event description:
This event is reportable based on the analysis completed (B)(4) 2012, which revealed skiving on the inner wall of the dilator. It was reported during an ablation procedure, while attempting to advance a brk needle into the swartz braided transseptal guiding introducer, there was difficulty advancing the needle through the dilator. The sheath was advanced into the right atrium over a guidewire with no difficulties. In preparation for transseptal puncture, the physician removed the guidewire and advanced the brk needle into the sheath, however, he was not able to advance the needle completely. The physician removed the dilator, replaced it with a new one and was able to advance the same brk needle with no consequences to the pt. Analysis of the returned device revealed skiving.

Manufacturer narrative:
One 8f swartz braided introducer and one 8f transseptal dilator were received for evaluation. Visual inspection revealed a bulge in the dilator. No other anomalies were observed. The bulge was located 16.750 inches proximal from the tip end of the dilator. A similar guidewire was obtained from current inventory and was inserted and advanced through the entire length of the dilator. Slight resistance was noted at the same point as the bulge that was observed during the visual inspection portion of this evaluation. The dilator was cut on the proximal side of the bulge, which revealed a tube shape gouge along the inner wall, which was consistent with skiving. The tube like skiving was consistent with the advancement of a transseptal needle without a stylet having been within the needle during the advancement through the dilator. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification was consistent with sue/user error. The IFU states: "insert the brk transseptal needle and stylet into the sheath/dilator" and investigation revealed the stylet was not within the needle when inserting through the sheath/dilator, as evidenced by skiving consistent with the shape of the needle without the stylet.